Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a healthcare professional (hcp). It was reported that, when the rep would clear the por and try to do anything else within the programmer, the implantable neurostimulator (ins) would por. The ins was reading as "low" on the programmer. They attempted to run impedances and only got one value: co >4,000 ohms, and then the ins had a por and they couldn't proceed. It was noted that the patient turned up their stimulation considerably since the rep saw them two years prior to the report, up to the 6v range. It was also reported from a hcp that they connected the programmer to determine that the por was due to low battery life of the ins. The battery life was too low to do an impedance check or a battery life evaluation. They noted that the low battery caused the por, stating that the patient had independently increased the amplitude to 6.0 for about 6-7 months. They stated that a battery replacement would be done.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
A patient reported a power on reset (por) on the programmer. There were no traumas or falls that could be related to the issue. There were no recent medical test or emi environmental exposure. There were no symptoms reported. The indication for use is urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.